Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the external stress being applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The user may have applied force toward incorrect direction. However, a definitive root cause of the event could not be identified. The event can be detected and prevented by following the instructions for use: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] - do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the external stress being applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The user may have applied force toward incorrect direction. However, a definitive root cause of the event could not be identified. The event can be detected and prevented by following the instructions for use: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] - do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the endoscope reprocessor exhibited scope connectors are breaking after use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.